Manufacturer narrative:
Medwatch sent to FDA on 12/07/2015. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of erythema syndrome is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The device has not been returned. Therefore, no analysis or testing has been done. These events are being reported because the potential severity of the event may lead to medical intervention, although device-relatedness has not been established.

Event description:
Health professional reported "red breast in patient that was operated on," following an unspecified procedure with seri, side unknown. Patient "presented one week after discharge but have not been since then." Treatment for the "red breast" is unknown.